Manufacturer narrative:
Investigation pending.

Event description:
Caller reported false positive troponin (tni) for two patients compared to the lab device, beckman access. Whole blood was used on all triage testing and all testing occurred in the emergency room. Triage tni cutoff = 0.05. Beckman access tni cutoff = 0.09.